Event description:
Nurse observed that haptic on lens was broken while loading lens into the inserter (device used to insert lens into pt's eye). There was no pt injury. However, this incident is reported as this may indicate the potential for pt complications in other cases.